Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 18 mmol/l (324 mg/dl). The pod was worn between 1 and 4 hours on the abdomen. It was noted that the cannula was bent and fluid was leaking. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No kinks or bends were observed in the exposed portion of the soft cannula. A leak test was performed and no leak was found. No problems were found with the pod during investigation that would cause a leak during wear. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.